Event description:
It was reported that during the catheterization process, the nurse checked the catheter and found that it had a leak. The product was replaced and the problem was resolved.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The manufacturer has received the sample and it will be evaluated. A supplemental report will be submitted with evaluation results.

Manufacturer narrative:
H11: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The complaint of a leak is confirmed but the root cause could not be determined. One video of a 4fr sl groshong catheter was returned for evaluation. Inspection of the video found that as the clinician flushed the stylet flushing hub multiple beads of liquid formed and fell near the proximal end of the catheter tubing. No use residue or damage was visible on any of the components. The photograph did not provide enough detail to determine the cause of the leak. Based on the available material for review, the complaint is confirmed but there is insufficient evidence to identify the root cause. This complaint will be recorded for future trending and monitoring purposes.